Manufacturer narrative:
From dxc 600 pro, to: n/a. From: k042291, to: n/a.

Event description:
A customer contacted beckman coulter inc. (Bci) to report lipase reagent cartridge leak. No injury was reported.

Manufacturer narrative:
A replacement reagent was sent to the customer.